Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. Replaced adjustable pressure limit (apl) valve, bag/vent switch, and control panel to resolve the issue.

Event description:
The hospital reported an error that could result in an inability to switch ventilation modes as expected. There was no report of patient involvement.